Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a shaft break occurred. The target lesion was located in the left anterior descending artery (lad). While the 2.25x28mm taxus liberte atom stent was being advanced to the lesion the shaft of the device broke. It was noted that the break occurred on a portion of the shaft that was outside of the patient. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)